Event description:
A fellow md from the medical team at the shock trauma intensive care unit experienced an incident with a 3m¿ health care particulate respirator and surgical mask 1860s n95. Staff member placed mask on correctly, inhaled fibers/dust from mask upon donning. The box of 1860s n-95 mask were not opened (lot # b20756).